Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files captured pump stop alarms and driveline disconnect alarms on (B)(6) 2023 at 23:57 and on (B)(6) 2023 at 01:23 and 09:44. The pump stop alarms were due to driveline disconnects. The log files also captured a backup battery fault during those events. Additionally there were intermittent backup battery fault alarms all throughout the log files. The left ventricular assist device was functioning as intended. Related manufacturer reference number: (B)(4) (system controller)

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed pump stop events that were associated with driveline disconnections. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from 09dec2023 through 14dec2023. The driveline appeared to be disconnected on 09dec2023 and 12dec2023, causing the pump to stop each time. Following each reconnection of the driveline, the pump regained speed and resumed normal operation. No other notable events or alarms were captured, and the pump appeared to function as intended while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU, under "system controller warnings and cautions", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.